Event description:
Procedure: lap colon resection according to the reporter: ligaclip sheared a piece of diaphragm from trocar and clipped in clip on vessel so could not be removed. Problem deemed serious by customer. Gender, age and weight are not available. It is unknown if the device will be returned for evaluation. Lot number is not available. A fragment of the trocar seal was trapped with the sealed vessel - noticed after clip was deployed. The piece was left in the closed clip along with the vessel. The surgeon did not want to attempt to remove the clip or the fragment of the trocar seal for fear of causing a significant bleed. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. Patient status is fine. The device was not re-sterilized before use.

Manufacturer narrative:
(B)(4).